Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet system, with the user attributing the event to the type of food eaten; troubleshooting and education were completed for meal announcements and incorrect meal size, and no device alerts or alarms were noted. The user experienced a blood glucose peak of 304mg/dl with no associated clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem related to meal announcement or sizing, and involvement of the user interface as the device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.